Event description:
A technician discovered that the hilow drive was drifting on this bed, the bed was found in storage and there were no injuries.

Manufacturer narrative:
The hi-low drifting is unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the hi-low drive in order to resolve the problem.